Manufacturer narrative:
(B)(4). This complaint for a system error 2240 was not confirmed due to a lack of sample. The root cause was determined to be a tubing leak. The lot number is unknown therefore a batch review was not performed. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Manufacturer narrative:
(B)(4). The sample was not available for evaluation.a follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
The customer contacted baxter's technical service center regarding a system error 2240 alarm that occurred on the homechoice (hc) during drain. The caregiver (cg) stated there was a pin hole in the patient line. The technical service representative (tsr) explained the alarm. The cg has already cycled power to clear the alarm. The tsr advised to discard supplies and finish with manuals. There was no patient injury or medical intervention indicated at the time of the initial report.